Event description:
The customer stated that he tested his blood glucose and received a reading of "lo". While troubleshooting, he performed control tests and received a result of "lo". The normal control range was 105-145 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.